Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a lead revision procedure. Upon review of a previous scan, the right ventricular lead had dislodged. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
Information received notes that the right ventricular lead had caused cardiac perforation as it was seen on a scan to be dislodged in the pericardium.